Event description:
Patient mentioned "I had a flowonix pump before. It was time to get it. Changed and so I got a mdt pump when they offered me one." When patient services attempted to clarify if it was due to normal battery depletion, pt stated "well no. I lived in fl and my pain doctor was in fl but now I live in mn so I'd have to fly to fl every 3 months for pump refills and the doctor wasn't comfortable where my pump was at anyway. You could see it sticking out of my body." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).